Event description:
It was reported that the device svc indicator was displaying error six (6) code and could not be cleared. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with a replacement main pca. It was later confirmed by the customer that when she went to replace the board, she discovered that it was just disconnected from the device, which prevented seeing the display. After plugging the loose main pcb back in, the device worked as designed.